Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained rv oversensing episodes were observed due to myopotential oversensing. Further testing was discussed.

Event description:
Additional findings indicate that programming changes were made. There were no patient consequences.